Manufacturer narrative:
Based on the available information, the cause of the reported of the patient experienced hemorrhaging during a da vinci-assisted pancreatectomy procedure was unable to be determined. However, based on the surgeon¿s comment, it is believed that the surgical procedure was "performed under poor vision due to a lot of fat," which may have contributed to the cause of the reported incident. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the surgeon¿s statement that there was no product issue noted during the case. No image or video was provided for isi's evaluation. This event is being reported due to the following conclusion: the patient reportedly experienced hemorrhaging during surgery and the procedure had to be converted and completed via an open approach. Should additional information become available, a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
It was initially reported that during a da vinci-assisted pancreatectomy procedure, the patient experienced hemorrhaging from the splenic artery. It was further reported that the case was converted to open surgery. The pancreatectomy was completed via open surgery with no further issue reported. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video; however, the video is not available for isi to review. The hemorrhaging occurred while the surgeon was performing dissection around the splenic artery. The splenic artery was reportedly torn. The surgeon/site does not believe the intra-operative complication was related to a medical device. The surgeon/site explained that the surgical procedure was ¿performed under poor vision due to a lot of fat.¿ the estimated blood loss from the intra-operative complication is unknown. Due to major bleeding around the splenic artery, the surgeon elected to convert to open surgery. The pancreatectomy was completed via open surgery. No post-operative complications have been reported. The patient¿s status is unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5: additional information provided from literature article review. The patient with a cystic tumor located at the pancreatic tail underwent a robotic distal pancreatectomy. The computed tomography scan showed that the patient had sarcopenic obesity (body mass index: 28.7 kg/m2) and had excessive intraperitoneal fat. The robotic assisted surgery was performed by a surgeon with prior experience of more than 40 robotic pancreatectomies. During the procedure, after securing and ligating the splenic artery without division, the pancreatic tail was mobilized by an inferior approach. During mobilization of the pancreatic tail, the root of the splenic artery was injured by the joints of the robotic instruments located outside the vision of the surgical field. Hemostasis was attempted by using the forceps instruments, but was unsuccessful. The spurted blood caused poor visibility to the field view and the procedure was converted to laparotomy. Bleeding was controlled after conversion to the open surgery. The total operation was 644 minutes and the estimated blood loss was 6688 ml. The patient suffered several postoperative complications including a pancreatic fistula, and was discharged on postoperative day 203. A review of a video from the article found that a synchroseal instrument on universal surgical manipulator (usm) 1 applied bipolar ¿seal¿ energy at 2:16, and at 2:18 a ¿sync¿ was noted with the synchroseal instrument. At 2:19, the synchroseal instrument was repositioned and there was a bleeding event at approximately 2:25. While repositioning instrument 1at 2:19, the instrument¿s wrist and shaft are outside the field of view, thus it was not possible to confirm that instrument 1 caused the injury to the root of the splenic artery. Additionally, at approximately 2:11, right hand control was swapped from arm 3 to arm 4. During such swapping the general recommendation is to always visualize the tip of the instrument to ensure it is in view before moving the instrument to prevent tissue injury. Also at the time of the bleeding event at approximately 2:20, instrument 4 was the active instrument, with a ui message displayed of ¿visualize instrument then move grip to match instrument¿, and instrument 4 was outside the field of view. Therefore, with this video alone, and due to the limited field of visualization provided in the video, intuitive surgical is unable to confirm the statement that the injury to the root of the splenic artery was caused by the joints of the instruments. Article citation: uchida y, takahara t, mii s, et al. Robotic instruments outside the surgical field can cause problems: a case of critical bleeding during robotic distal pancreatectomy. (B)(6) endosc surg. 2023;16(3):588-590. Doi:10. 1111/ases.13193.